Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was having highs due to the menstrual cycle and also had a bad stomach bug. The customer was treated over night and then released. The caller stated that the customer was doing fine at the time and did not provided additional information on the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.